Manufacturer narrative:
(B)(4). Investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating the device was prematurely deployed. The catheter was kinked at the middle section. Microscope examination was performed, and it was confirmed that there were some hits found in the bushing hooks' surface. Dimensional examination was performed on the bushing outside diameter, and it was confirmed to be within specification. No other issues with the device were noted. Based on the condition and evaluation of the returned device, the device was used in a tortuous position, which is a factor that could damaged the unit, according to the instructions for use (IFU) "passage of the resolution 360 clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device". It is most likely that as a result of use the device in a difficult position (retroflex), the catheter got kinked and also the first activation was made in the device and according to the device functionality the clip can detach prematurely after this actuation. Additionally, it was reported that some manipulation was made in the handle, it is possible that those manipulation plus the anatomy condition previously explained was affected the friction between some inner components, and then caused the hits observed in the bushing. Additionally, the device was returned without the clip assembly and the presence of this component is very important to the investigation to discard another factors that could be related with this component. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a gastroscopy procedure performed on (B)(6) 2021. During the procedure, the clip was opened for placement, but it was not possible to close the clip. Reportedly, the clip was re-tried to close by manipulating the handle and the open clip was released into the patient. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Investigation results revealed that there were some hits found in the bushing hooks' surface; therefore, this is now an MDR reportable event.